Manufacturer narrative:
H.6. Investigation summary: customer returned ( 1 ) 8mm, 31g bd pen needle without the tear drop label. Consumer reported needle blocked. The returned pen needle was examined and it was ok on both ends of the cannula (not bent). A flow test was performed and it passed the flow test. The alleged defect could not be confirmed. DHR could not be performed as the lot number was not provided. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unknown bd needle was unable to deliver insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unknown bd needle was unable to deliver insulin.